Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. Investigation flow: device interaction/functional visual inspection: the verse poly driver, handle (part # 299704152/ lot # pu124765) was received at us cq by itself. No other components of the poly driver were received. The device had no visual defects. Functional test: functional testing cannot be performed as the mating devices for verse poly driver handle were not returned. However, the locking mechanism (polydriver button) on the device was working as intended. The overall complaint was not confirmed as there was no defect found. Can the complaint be replicated with the returned device(s)? No. Dimensional inspection: the dimensional inspection was not performed as no defect was identified with the handle. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) conclusion: the overall complaint was not confirmed for the received verse poly driver, handle as no defect could be identified with the device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities a review of the receiving inspection (ri) for verse poly driver, handle was conducted identifying that lot number pu124765 was released in a single batch. ¿ batch1: lot qty of (B)(4) units were released on jan 08, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure, the poly driver shaft could not be retained when it was used with the expedium verse screw. The procedure was successfully completed. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) expedium verse spine system polyaxial driver, handle. This is report 1 of 1 for (B)(4).